Event description:
The number of post-op infections for month of august was increased. There were 5 post-op infections. Rptr's usual amount is 0-1. During this time rptr was using lap sponges that were recalled due to nonsterility. However, none of these infections had any foreign or related organism. Also only 3 of the 5 had lap sponges used during procedure. Sept and oct rate has again returned to normal.